Event description:
It is reported that the universal zimmer / hudson reamer attachment 250 rpm was noisy, rusty was reported as well. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device is returned and the investigation completed.